Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): "-inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii colonovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus, foreign material was found clogging the nozzle. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. There were few additional findings during device evaluation: the plastic distal end cover had deep dents and scratches as well as one pin missing, the bending section cover glue was peeled, the objective lens glue was old, the light guide lens was chipped, there was a small red/green/blue (rgb) dot not on field of view and not showing on orange cone, the insertion tube had minor scratches, the control body had minor dents and scratches, the light guide tube had minor surface scratches, the angle wire was stretched, there was play at the "right/left" knob and the control knob had intermittent clicking and grinding at the "right/left" when engaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.